Manufacturer narrative:
(B)(4). Batch # m5565n . The analysis found that one pse60a device was returned in good visual condition and with two ecr60b cartridges reload (b, c, m54560). The cartridges reload were received fully fired and in good visual condition. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. An intra-operative video was received. The second firing of the device with a blue cartridge was reviewed. The firing was completed without any noted anomalies. At 00:42 into the video and just left of the grasper holding the tissue, it appears that staples are evident in the tissue. Additionally, upon removal of the cartridge, yellow staple drivers were visible at or above the cartridge deck at the distal end suggesting the device achieved a full firing stroke. Based on the video evidence the event description cannot be confirmed. There does appear to be staples delivered into the tissue at the distal end of the firing. The presence of staple drivers at or above the cartridge deck suggests the staples were deployed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, with the second cartridge firing on the stomach (creation of pouch) with a blue reload there were no staples present. The stapler only cut the tissue (stomach).at first (due to compression of the tissue) this was not noticed however shortly after it was detected. The pouch was then newly created with a new cartridge and therefore more narrow than the original intent but acceptable for the surgeon. Also the other open side of the stomach was stapled with a new cartridge. The procedure was finished with pse60a without any further problems. There were no adverse consequences for the patient reported.